Event description:
Discordant glucose results were obtained on a dimension vista 1500 instrument for multiple patients. The results were reported to the physicians. The customer repeated the samples from those patients on an alternate instrument after the physician questioned the results. There are no known reports of patient intervention or adverse health consequences due to the discordant glucose results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and determined the cause of the discordant glucose results was unknown. The fse proactively replaced the sample 2 probe, membrane and realigned reagent 2 probe. The fse ran qc and the instrument is performing within specifications. Further evaluation of the device is not required.